Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was blocked during use. The following information was provided by the initial reporter, translated from (B)(4): "at 8 o'clock in the morning on (B)(6) 2022, the nurse prescribed the patient for intravenous infusion treatment. After connecting the infusion connector to the infusion set, it was found that the patient could not be exhausted or drained, and the patient could not be infused normally, so he immediately replaced the new infusion connector. , normal, did not cause any adverse effects on the patient."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was blocked during use. The following information was provided by the initial reporter, translated from (B)(6): "at 8 o'clock in the morning on (B)(6) 2022, the nurse prescribed the patient for intravenous infusion treatment. After connecting the infusion connector to the infusion set, it was found that the patient could not be exhausted or drained, and the patient could not be infused normally, so he immediately replaced the new infusion connector. , normal, did not cause any adverse effects on the patient."

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was blocked during use. The following information was provided by the initial reporter, translated from chinese: "at 8 o'clock in the morning on (B)(6) 2022, the nurse prescribed the patient for intravenous infusion treatment. After connecting the infusion connector to the infusion set, it was found that the patient could not be exhausted or drained, and the patient could not be infused normally, so he immediately replaced the new infusion connector. , normal, did not cause any adverse effects on the patient."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.